Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to elective replacement indicator (eri). The physician expressed concern with the associated right ventricular (rv) lead due to the shortened longevity of the device. The device was explanted and the rv lead was capped. Visual inspection of both products was unremarkable. No additional adverse patient effects were reported.